Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ipg reached end of life (eol) and programmer displayed error message "replace generator message- ipg has reached end of service. Contact your physician to schedule a replacement." It was noted that patient used cycled burst settings. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.